Event description:
On 3/14/2025, it was reported by a sales representative via phone that an ar-3740sp double loaded knotless knee fibertak knotless mechanism pulled out. The case was completed using another ar-3740sp double loaded knotless knee fibertak. This was discovered during an aclr with let procedure on (B)(6) 2025. The case was not delayed, and the patient was not affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.